Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the primary packaging was partially transparent at the edges of an unspecified quantity of needle port adpaters. The issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: twelve (12) actual samples were received for evaluation. Visual inspection was performed which observed a lesser degree of darkened/transparent areas around the sealed section of both sides of the primary packaging label of all samples. The reported condition was verified in all samples. The cause of the condition was due to a sealing/label issue inherent to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.